Event description:
Case details: it was reported that the pt "underwent repair of abdominal aortic aneurysm with an ancure bifurcated graft in 2001. Approx 15 months after the repair, there was a suggested leak of significant size, which was apparently coming from the proximal end of the graft. An arteriogram was performed and the source of the endoleak could not be confirmed. Over the next year the pt was closely monitored and the size of the aneurysm was observed to have only increased slightly in size. The pt underwent an additional arteriogram in 4/2003 based on the reported type I endoleak and an aneurx 26mm x 3.75cm aortic endograft cuff was placed. The pt's follow-up CT scans suggested no evidence of a type I endoleak; however, in a recent CT scan in 1/2004, there appeared to be evidence of a type ii endoleak near the aortic bifurcation and this is currently being followed."